Manufacturer narrative:
The investigation has been completed for the reported issue of packaging issues- sterility. The device was not received for evaluation. The root cause of the product damage was use related per the clinical account. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump started outside of patient body by accident. Consequently, the decision was made to replace it with another imeplla cp. The patient survived the procedure.